Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novum iq syringe pumps were shutting down unintendedly. This issue was further described as the syringe pumps suddenly shutting off at random times, while in use and when not in use. These issues occurred in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.